Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issues. Additionally, a review of the complaint history did not identify any similar incidents. The reported off label use was due to the user performing the mitraclip procedure on the tricuspid valve. Per the indication for use section of the mitraclip g4 system instructions for use (IFU) the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr >=3+) due to primary abnormality of the mitral apparatus [degenerative mr]. In this case, the device was used for a tricuspid valve procedure and is considered off-label use of the device. There is no indication that the off-label use of the mitraclip device influenced the reported event. Based on the available information, the reported single leaflet device attachment/slda was due to challenging visualization. A cause for the reported migration (partial clip movement) could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat tricuspid regurgitation (tr) with a grade of 4. Imaging was challenging. The xtw clip was placed and was implanted. After clip deployment, there was clip movement and the clip detached from the septal leaflet and remained attached to the posterior leaflet (slda). An additional clip was implanted to stabilize the slda clip. Tr was reduced to 2. No additional information was provided.